Manufacturer narrative:
This report contains correction in section e1 initial reporter last name and additional information in section e1 initial reporter email.

Event description:
It was reported that this pacemaker device exhibited increase in right ventricular (rv) pacing impedances and noise. Upon review, impedance measurements increased from 657 ohms to over 2000ohms. Technical services (ts) reviewed and recommended troubleshooting the rv lead and perform x-ray imaging. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited increase in right ventricular (rv) pacing impedances and noise. Upon review, impedance measurements increased from 657 ohms to over 2000 ohms. Technical services (ts) reviewed and recommended troubleshooting the rv lead and perform x-ray imaging. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This report contains correction in section e1 initial reporter last name and additional information in section e1 initial reporter email.

Event description:
It was reported that this pacemaker device exhibited increase in right ventricular (rv) pacing impedances and noise. Upon review, impedance measurements increased from 657 ohms to over 2000ohms. Technical services (ts) reviewed and recommended troubleshooting the rv lead and perform x-ray imaging. This device remains in service. No adverse patient effects were reported.